Event description:
It was reported that loss of ventricular capture and increased impedance were noted. The lead was capped and replaced for suspected fracture.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).